Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Initial surgery on (B)(6) 2016 in hospital (B)(6) with silony implants. Patient came to hospital (B)(6) with connection instability. Here was implant removal and extension spondylodese proximally in the hospital (B)(6) on the (B)(6) 2016. Patient fell over on the (B)(6) 2016 at the hospital. To see changes in the x-ray image. Decision on the revision due to the si locking cap was solved and slipped the rod out of the screw head. On the (B)(6) 2016 height th10 screws exchange and use of new si locking cap. Postoperatively the patient doing well although he fell once again.